Manufacturer narrative:
The investigation reviewed the provided autocalibration data; no alarms were noted. The investigation reviewed the qc data; qc level 1 was 8.61 mg/dl (expected result 8.31 mg/dl on the date of event) and qc level 2 was consistently 13.0 mg/dl (expected result 12.93 mg/dl). The qc was acceptable. The investigation reviewed the alarm trace; the trace contained one calibration alarm. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined that the event was caused by contamination of the sample probe fluidics pathway. He checked the rinse volumes, gear pump pressure, and sample probe alignment; no issues were noted. He then decontaminated the sample probe fluidics pathway. He performed a precision check using controls (20 times) with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 (ca2) results from two patient samples tested on the cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. Sample ID: (B)(6).the patient sample was rerun according to the physician's request. The initial result was 3.1 mg/dl. The repeat result was 7.24 mg/dl. This result was deemed correct. Sample ID: (B)(6). The patient sample was rerun because the initial result was deemed low. The initial result was 5.73 mg/dl. The first repeat result was 7.64 mg/dl. This result was deemed correct. The second repeat result was 8.38 mg/dl.